Event description:
A cartridge change error was reported on the customer's daughter's pump while she was at school, so the caller could not troubleshoot immediately. There was no reported impact on the customer's blood glucose level. The caller planned to follow up at a later time, indicating the issue would be revisited for further action if necessary.